Event description:
Catheter inserted into basilic vein on (B) (6) 2009 with no difficulties noted during insertion. While drawing drugs, the nurse found leakage in the catheter. The catheter removed and x-ray taken to confirm the entire catheter length was removed.

Manufacturer narrative:
The sample has been received and is currently being decontaminated prior to investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)